Event description:
The customer reported that there was intermittent collision and motion errors which prevented the system from being used until it was rebooted. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and connectors were reseated, the power supply was adjusted, and the software was installed during the service call. The system was tested and found to be working as intended and put back into service.